Manufacturer narrative:
This lead was discovered to be completely dislodged on (B)(6) 2019, lead was successfully repositioned on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Elevated thresholds, decreased sensing and low impedance were reported on this lead right after implant. Physician reopened the pocket and noticed a partial dislodgement of the lead. The lead was successfully repositioned. Should additional information become available, this file will be updated.